Manufacturer narrative:
The implant was returned to manufacturer for evaluation. Inspection of the implant revealed mis-use of the device by over torquing of the healing screw to it, contrary to the indicated torquing force in adin's instruction for use provided by adin, causing deformation of internal hex and difficult retrieval of screw from implant. Manufacturer trend analysis and monitoring shows low rate of implant failure.

Event description:
Dental implant failure. Healing screw could not be removed from dental implant.